Event description:
It was reported by repair work order that the brakes were not holding due to worn drive link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Stretcher, wheeled.